Manufacturer narrative:
H11: additional manufacturer narrative: per product evaluation, customer report of central leak was unable to be confirmed through visual observations. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from france, this konect resilia aortic valved conduit model 11060a25 was explanted at implant due to a massive central leak in the prosthesis. The issue was discovered by intraoperative tee, after stopping the cardiopulmonary bypass. Reportedly, the surgeon wanted to redo a cardioplegia, and as it did not worked, it was decided to stop the cardiopulomary bypass and request the echocardiography, in which the massive leak was confirmed. The conduit was fully anastomosed proximally and distally at the time of decision making. As reported, the aortic conduit valve was noted as to be deformed -oval shaped- and too flexible to maintain the correct form of the annulus, which caused the leakage. The aortic conduit valve was explanted and the surgeon use a bioprosthetic valve to replaced the bentall procedure. As reported, this issue caused a longer cpb time and therefore, longer surgery duration. The patient was noted as to be still in ICU, due to renal insufficiency.